Manufacturer narrative:
Device was not returned for analysis and the lot number is unk. A ship history was performed for lots sent to the hospital where the incident occurred. Review of the ship history revealed six possible lots for the device. No conclusion can be drawn from the manufacturing records.

Event description:
Boston scientific received info that during an implantation procedure, this introducer could not be placed in the vein after the first puncture. The pt coughed, but no other adverse effects were noted. A second puncture was performed and the introducer was then successfully inserted into the vein. However, the pt then began to cough up blood and intubation was necessary. The implantation procedure was stopped so that the pt could be treated. The physician believed that the lung was punctured during the procedure. No other adverse pt effects were reported. The lot number for this product is currently unk.